Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Implant placed with primary stability in (B)(6) 2021 and ostell reads b-l84 md78 in tooth site # 19. Encode healing collar placed. At 2 months follow up ostell reads 82/75. Impression taken and crown delivered. In (B)(6) 2022 patient came in with complaints that implant was mobile when eating. Attempted to remove crown. Implant and crown came out together. Loss of integration due to peri implantitis. Inflammation was reported as a symptom. The site was grafted with allograft prior to original implant placement.